Event description:
User facility reports a needlestick incident that occurred when employee was placing needle in the sharps container post treatment. Pct may not have followed instructions for use which state "...pull smoothly and continuously (keeping needle angle constant) until wings are secure with audible or tactile "click"" and "visually confirm masterguard is locked over needle and wings are securely held behind locking prongs." Employee rec'd medication prophylactically. This MDR is submitted per FDA needlestick guidance issued on nov 12, 2002, which states that "if a person who is exposed to infectious materials via a needlestick..is subsequently treated medically or surgically...then the event becomes reportable.." Requiring submission of an MDR serious injury adverse event report.

Manufacturer narrative:
Na